Manufacturer narrative:
Samples received: 6 unopened and 3 opened units. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received six closed samples and three open and unused samples for analysis. The three open and unused samples have rests of blood in the pack (near the fixation of the needles). We have also checked all closed samples received and we have not found the same incidence as in the open samples received. This defect has been produced during manufacture. These units should have been discarded by the involved personnel. Taking into account that no other customer complaints have been received concerning this issue for this batch, and the closed samples received are not stained, we consider that these are isolated and accidental units. Anyway, we take note about the incidence and the involved personnel has been warned about it. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the suture was contaminated with possible blood inside the pack.